Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the device manufacturer's investigation.

Event description:
During the review of a continuous cycling peritoneal dialysis (ccpd) pt's medical records', and episode of peritonitis was discovered on (B)(6) 2015. Upon follow up with the pt's pd nurse, she confirms that the episode was related to not adhering to aseptic technique protocol. Pt medical records requested.

Manufacturer narrative:
Clinical investigation: based on the 17 pages of medical records info, it appears this (B)(6) asian male esrd pt is on ccpd therapy, being carried daily through delflex low magnesium / low calcium, ip route, with an unk dose. On (B)(6) 2015, pd effluent was collected, cultured, showed moderate growth of klebsiella oxytoca and moderate white blood cells. The pt was diagnosed with peritonitis, and the pt was administered fortaz (ceftazidime); dose, route, and frequency unk. There is no documentation in the medical record supporting a possible association between the liberty cycler and liberty cycler cassette and the event of peritonitis. However, there is a probable association between the event of peritonitis and the break in aseptic technique. Peritoneal dialysis pts with end stage chronic renal failure are generally immunocompromised, with increased risk of peritonitis, while on pd replacement therapy. Moreover, peritoneal catheter placement breaks the natural barriers that prevent microorganisms to reach sterile environments like the peritoneum. In this specific case, culture of pd effluent was positive for klebsiella oxytoca. Device eval: the actual device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. An investigation of the device mfg records was conducted and the product labeling, material, and process controls were within spec.